Event description:
It was reported that the zimmer dermatome was not working right. Add'l clinical f/u with the hosp indicated that the device ceased operation during a surgical procedure. There are always alternate units immediately available for replacement on procedures. It was also reported that there was no report of add'l graft harvest, increased surgical time, or medical/surgical intervention.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device is 11 years old and was last returned to the MFR for repair on (B)(4) 2005. Prior to repair, the device displayed damage to the head and control bar. Device was also out of calibration at the zero thickness setting. All four width plates were also damaged upon inspection and replaced. Customer's event of the motor ceasing during surgery could not be duplicated; however, damage to the device could have caused it to function incorrectly. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.